Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. Both the external and internal hemostatic valves were found to be deformed, potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. Along with the deformation, both the external and internal hemostatic valves had tears affecting their center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the sheath was leaking gas. No patient complications occurred. The product is expected to return for analysis. It was further reported that the sheath was already in the left ventricle. When the catheter was about to be inserted into the patient, it was found that the hemostasis valve was unable to seal properly. Saline leak was also noted. A pressure bag was used for irrigation. Prior to air ingress, the faradrive dilator, atrial septal puncture guidewire were inside the sheath and at the time air ingress.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the sheath was leaking gas. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the sheath was leaking gas. No patient complications occurred. The product is expected to return for analysis. It was further reported that the sheath was already in the left ventricle. When the catheter was about to be inserted into the patient, it was found that the hemostasis valve was unable to seal properly. Saline leak was also noted. A pressure bag was used for irrigation. Prior to air ingress, the faradrive dilator, atrial septal puncture guidewire were inside the sheath and at the time air ingress.